Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was saying that he had an incorrect amount of insulin left in his insulin pump because he gave himself a bolus for 16u and it was saying he had 5u active insulin. The customer's blood glucose level was 253 mg/dl and 334 mg/dl. The insulin pump will not be returned for analysis.